Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the spring in the end of the handle that holds the cup on isn't working properly. Doesn't allow the bolt to come off once on unless you use excessive force. Just need to have this replaced. The case wasn't delayed and nothing was broken off or left in patient.

Event description:
Additional information received that the handle will no longer hold the bolt on the end of the handle which holds the cup on to the end of the cup impactor. It is broken.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  The previous device code (physical resistance/sticking) is being retracted as per additional information received that the handle will no longer hold the bolt on the end of the handle which holds the cup on to the end of the cup impactor. It is broken. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to design. (B)(4) concluded that there were no design changes proposed which could reduce the risk without adding other potential risks. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Continue to monitor via sep-419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.